Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 1.0ml 31ga 6mm u40 bls 500 cn there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that black foreign matter floated in the syringe during priming.

Event description:
It was reported that before use of the syringe 1.0ml 31ga 6mm u40 bls 500 cn there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that black foreign matter floated in the syringe during priming.

Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 6mm, 31g u40 insulin syringe without any packaging. Customer states that black foreign matter floated in the syringe during priming. The returned syringe was examined and exhibited a piece of loose, dark material in the barrel of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components similar to those of stopper material mixed with insulin and silicone. A review of the device history record was completed for batch# 6235931. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection of the picture showed a black spot inside the barrel near the tip. Ftir analysis showed that it was most likely a piece of stopper with insulin and silicone. Process summary: this automatic syringe assembly machine feeds 1.0ml syringe components (barrel stopper, plunger) and assembles them. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial, and various inspection and transfer dials. There were no quality notifications or log book entries that pertained to this complaint during the production of this batch. Root cause cannot be determined.